Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon reviewing the remote transmission, low battery was noted on the implantable cardiac monitor. Patient will continue to be monitored.

Event description:
New information received notes that there was no patient consequences.